Event description:
It was reported that the customer experienced an elevated blood glucose (BG) level of "high". Reportedly, the customer allowed the pump to deplete of insulin, preventing any further insulin deliveries. The customer addressed their BG by loading a new cartridge onto the pump, resumed insulin delivery, and delivered a bolus via the pump.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.